Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 50% to 5% after being connected to a power source. The battery gauge later jumped up to 100%. Customer reported blood glucose level was 181 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.